Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 26. On (B)(6) 2012, loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no patient operativeor post-operative complications reported.